Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was also noted that there was a hole in the cuff. A new artificial urinary sphincter was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically examined, and a pinhole was identified in the cuff shell consistent with wear at a fold. The cuff did not pass the leakage testing performed. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for the urinary incontinence and hole/perforation was most likely determined to be the pinhole identified in the cuff component attributed to wear at a fold in the cuff shell from the functional test performed and the analysis of the available information.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was also noted that there was a hole in the cuff. A new artificial urinary sphincter was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was also noted that there was a hole in the cuff. A new artificial urinary sphincter was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Correction h11 device analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was microscopically examined, and a pinhole was identified in the cuff shell consistent with wear at a fold. The cuff did not pass the leakage testing performed. The pump was visually and microscopically inspected with no issues noted. The pump passed the leakage testing performed. The balloon was visually inspected with no issues noted and passed the leakage testing. This investigation was assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for the urinary incontinence and hole/perforation was most likely determined to be the pinhole identified in the cuff component attributed to wear at a fold in the cuff shell from the functional test performed and the analysis of the available information.